Manufacturer narrative:
The tech found the head motor and drive assembly were aged and worn. He replaced the head motor and drive assembly to repair the bed.

Event description:
The account alleged that the head section is drifting down.